Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 437 mg/dl at the time of incident. The customer's mother was reported other blood glucose level such as 125 mg/dl and also reported that the insulin delivery was not suspended due to sensor glucose values. The customer¿s mother was reported that they received calibration not accepted alert. The insulin pump will not be returned for analysis.